Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified solution. At an unspecified time an unspecified secondary tubing set was connected to the clave secondary port of the cassette to deliver an unspecified concentration of taxol. It was reported 10 minutes after delivery was initiated, the customer contact reported the clave secondary port cracked "where the softer tubing inserts into the hard plastic of the cassette". An unspecified volume of the chemotherapeutic agent leaked onto the floor. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).